Manufacturer narrative:
Device investigation revealed a damage to the device likely caused by 3t magnet resonance imaging (MRI). A 3t MRI is contraindicated for this device type. Other mechanical damages are likely related to the explantation surgery. The recipient was reimplanted with a cochlear implant to allow further MRI examinations. This is a combined initial and final report.

Event description:
User is in need of frequent MRI so decision was taken to reimplant with a cochlea implant.